Event description:
Philips received a complaint by the customer on the v60, indicating that there were power issues with the device as the display screen was blank. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that there were power issues with the device as the display screen was blank. The remote service engineer (rse) evaluated the device with the customer and found that the customer needed to replace the power management (pm) printed circuit board assembly (pcba). An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue, replaced the pm pcba, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.